Event description:
A patient with an implantable neurostimulator (ins) reported stim turning off by itself. The patient claims that she does not feel stim after lying down, but it comes back on quickly. It was reviewed that positional changes can have an effect on perception of stim. The patient stated that she had not checked the ins status with the programmer after feeling stim turn off. The patient also stated she does not have adaptive stim enabled. The patient planned to check in with a manufacturer's representative about this issue, and it was reviewed that the patient should attempt interrogating the device whenever she perceives the stim to be at an unexpected setting. No other symptoms were reported. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.